Event description:
The pt experienced medically managed drug withdrawals. A rotor study was done in 2009 and the rotor did not turn; it was noted that refill volumes had been off. The pump was explanted and replaced. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine and morphine.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.